Event description:
It was reported that the right ventricular lead exhibited an increase in impedance and a varying thresholds. The device was reprogrammed, the patient is elderly and weak, the impedance and thresholds were good in unipolar configuration and auto capture was turned on.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.